Event description:
Technician found bed with service required light and multiple error codes.

Manufacturer narrative:
Technician found right ucm badly corroded from apparent fluid ingress. Technician replaced right ucm to resolve, safety and function checked and returned bed to service.